Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). On (B)(6) 2017, fse arrived on site to address the reported event. Fse performed several sampler resets. He heard a dry, metalic squealing emanating from the large syringe drive mechanism. Next, he cleaned and lubricated the part and the sound subsided. Fse also cleaned and lubricated the small syringe drive mechanism. He was subsequently able to run daily start up and controls with issues. No further action was required by field service. The most probable cause of the reported event was due to fault/ failure of the large syringe.

Event description:
On (B)(6) 2017, the customer reported hearing sporadic, loud noises with their g8 analyzer. There were no reports of errors. The customer stated that the noises appeared to be coming from the syringes. On (B)(6) 2017 field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.